Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that during a case a surgeon was using a 1.3mm drill bit tip broke off in the right great toe. The drill bit tip was left in the patient's foot due to position.